Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. Blood glucose at the time of incident was 359 mg/dl. Customer reported that insulin pump started alarming but no message on the screen. Customer is calling back with blank display after receiving new battery cap. Customer reports display is flashing. Customer reports pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.